Event description:
On (B)(6) 2014 the atlas wire stone extractor broke during a surgical procedure that was being performed. During the course of a laparoscopic procedure to remove a stone, the basket balloon catheter wires broke while utilizing the atlas wire stone extractor. The surgical procedure was then converted from laparoscopic to an open procedure while the surgeons searched for the piece of the basket balloon catheter. Since the surgeons were unable to locate the piece of the balloon basket, this ultimately created a retained foreign object for the patient.

Manufacturer narrative:
(B)(4). Event is still under investigation.